Event description:
An falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. A troponin t was tested at an alternate facility on a new sample and a positive result was obtained. The original sample was retested and a positive result was obtained patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.